Event description:
Sold to account number: no value found. Returned product expected: yes. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: procedure completed via alternative method,unable to use device - attempted. Patient outcome: f14: prolonged episode of care. Event description: ecn event description: farawave catheter in the la and lspv had already had pfa applications. Completed the lipv applications and unable to remove the guidewire when trying to move to the right veins. The guidewire appeared to be stuck. Unable to advance the rosen gw either. The j tip appeared to be able to flex, however further up the gw was not moving. Physician attempted multiple times and finally pulled the whole fw catheter and wire out of the body. The gw had no tissue or apparent damage (nor did the catheter). It appears that the gw is stuck in the fw catheter. Also in retrospect, there was a highly significant amount of air present when the fw was first introduced into the sheath. At least four full aspirations were required to get rid of the air bubbles - possibly this was related to a reduced lumen size?? There were no patient complications. Confirmed no effusion at the time the gw was stuck and at the end of the procedure. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: attempted to advance the guidewire unsuccessfully. Attempted to advance the faradrive over the wire, but it was pretty deep in the vein. Ended up removing the entire fw catheter and rosen wire. What is the next course of action?: pulled a new fw 31 mm catheter and rosen wire (boston sci starter) and then successfully completed the case. Patient present at time of event?: yes patient complications: no patient complications. Device acquired from a distributor?: no. Event date: 2025-10-15. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The customer returned the guidewire and a visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The ribbon was fractured on the distal end. There was 0.6 cm of the core and 2.3 cm of ribbon protruding from the coil at approximately 173 cm from the proximal end. The coil was overstretched for approximately 10 cm from this point. There were two kinks on the guidewire at 26.3 and 27.6 cm from the proximal end. The portion of the ribbon behind the distal weld was visible without the need for deconstruction. The ribbon was fractured just behind the distal weld. There was biological material at the ribbon fracture point behind the distal weld. There was evidence of necking at both ribbon fracture points, suggesting that this fracture is due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: advancing issue" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, (B)(6) was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.

Event description:
Sold to account number: no value found returned product expected: yes bsc product return date: no value found location description: no value found device/procedure outcome: procedure completed via alternative method,unable to use device - attempted. Patient outcome: f14: prolonged episode of care. Event description: ecn event description: farawave catheter in the la and lspv had already had pfa applications. Completed the lipv applications and unable to remove the guidewire when trying to move to the right veins. The guidewire appeared to be stuck. Unable to advance the rosen gw either. The j tip appeared to be able to flex, however further up the gw was not moving. Physician attempted multiple times and finally pulled the whole fw catheter and wire out of the body. The gw had no tissue or apparent damage (nor did the catheter). It appears that the gw is stuck in the fw catheter. Also in retrospect, there was a highly significant amount of air present when the fw was first introduced into the sheath. At least four full aspirations were required to get rid of the air bubbles - possibly this was related to a reduced lumen size?? There were no patient complications. Confirmed no effusion at the time the gw was stuck and at the end of the procedure. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: attempted to advance the guidewire unsuccessfully. Attempted to advance the faradrive over the wire, but it was pretty deep in the vein. Ended up removing the entire fw catheter and rosen wire. What is the next course of action?: pulled a new fw 31mm catheter and rosen wire (boston sci starter) and then successfully completed the case. Patient present at time of event?: yes patient complications: no patient complications device acquired from a distributor?: no event date: 2025-10-15 as reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2025 type of procedure: type or procedure: pfa af ablation country of event: canada country of original implant use: no value found implant date: no value found. Explant date: no value found. Oos date: no value found.